Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose level was 445 mg/dl and treated with manual injection. Customer stated that she was receiving a no delivery alarm when she tried to bolus. Caller stated that she has rewound the insulin pump and primed with no issue but when she connects infusion set to body she received a no delivery alarm. Customer reported that no troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.